Event description:
It was reported the patient lost therapeutic effect. It was noted that an increase in output was observed in the patient's voiding diary. It is unknown if the two implantable neurostimulators were on or off. It was also reported that the patient was unable to adjust stimulation. The patient did not know of any pocket movement or anything of the sort. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v330675, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer; patient concomitant system: product ID neu_unknown_prog, serial # unknown, product type programmer; physician product ID neu_unknown_lead, serial # unknown, implanted: unknown, product type lead, product ID neu_interstim_ins, serial # unknown, implanted: unknown, product type implantable neurostimulator. (B)(4).